Manufacturer narrative:
E1: (B)(6).

Event description:
(B)(4). Event occurred in the united states. It was reported that patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available.